Event description:
A discrepant result was obtained on the device when compared to a lab. The device results reported were 4.1 and >8.0 inr. The reported lab results were 2.7, 5.4, 4.3, and 4.2 inr. The device was replaced and requested to be returned for eval.